Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated image board and connectors. System tested and is operating as intended.

Event description:
It was reported that the system displayed bars in the image. No patient injury reported.